Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system. During the case, the end of the probe (pointed tip) fell out of the blue probe part.

Manufacturer narrative:
Reported event: it was reported that the pointed end of the probe fell out. There was no case delay or adverse effects. Device evaluation and results: inspection could not be completed as the item was not returned. Device history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 10/19/2016. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 110810, lot number 19660516 shows no additional number complaints related to the failure in this investigation. Conclusions: the hazard/harm combination from this complaint has been previously identified. No additional investigation or specific actions are required. The device was not returned to the manufacturer.

Event description:
The surgeon was completing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system. During the case, the end of the probe (pointed tip) fell out of the blue probe part.